Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customers blood glucose level was 909, 303 mg/dl. Troubleshooting was declined for high blood glucose. The customer reported that there was sensor updating alarm and change sensor alarm. The insulin pump will not be and sensor will be returned for analysis.